Event description:
Philips received a complaint on the v60 ventilator indicating that there was a "check vent: machine pressure sensor auto-zero failed" alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) evaluated the device on (B)(6) 2025 and the reported issue was not duplicated by a test run performed, but the occurrence of the machine pressure sensor auto-zero failed alarm was confirmed in the device event log. The asp replaced the 2nd and 4th solenoids to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).